Manufacturer narrative:
Attempts are being made to obtain the device to be returned from the customer for complaint investigation. A review of the device history record is pending. Additional reporting contact information: (B)(6).

Event description:
On an unspecified date, leakage of an unspecified fluid/infusate was reported from a chemosafelock bag spike. There was no report of any human harm.

Manufacturer narrative:
The event was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.

Event description:
Additional information: the event occurred just prior to using and was detected prior to direct patient use during drug preparation with epirubicin as medication. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered, and the involved device is available to be tested. The product was not disposed, and same lot device sample is not available. In addition, the customer also stated that after preparing epirubicin in the hospital pharmacy, it was delivered to the outpatient treatment center. After delivery, just prior to using to a patient, leakage was confirmed. One (1) actual sample was received connected to a 50ml saline bottle (hikari seiyaku). With as received condition, solution is accumulated between the needle spike and the body. When they lifted the sample after filling the saline bottle with water using our in-house kl-msu3 and a syringe (filled with water), leakage occurred at the connection between the spike part and the body. After removing the saline bottle from the actual sample, they applied slight rotation force to the body, resulting the body part detachment. Upon closely checking the bonding surface of the body and the spike, the trace of glue is overall thin, and the application condition was uneven.